Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: pn811400210 ln63121117 femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-01413 / 01414).

Event description:
Patient underwent right hip revision procedure approximately 3 months post-implantation due to dissociation of the liner. All components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.